Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient was operated using competitor's cchs in the primary surgery. After that, secondary fracture was occurred under the trochanter around distal screw. Cchs was removed on (B)(6) 2016 and t2 reconstruction nail was implanted. The patient could walk without pain but callus was not found and the patient complained to start to pain on (B)(6) and the surgeon found that the lag screw hole of the nail was broken with x-ray.

Manufacturer narrative:
Evaluation revealed the broken t2 recon nail to be the primary product. Any further products were not reported. Failures in material or manufacturing were not found. Review of the DHR ¿ including raw material certificate of the charge used for manufacturing ¿ for the reported nail revealed no discrepancies. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Nevertheless, without evaluating the product itself nor having any information like x-rays, surgical reports or any patient data, such as patient¿s age, height, weight, activity level or any diseases, a final root cause for nail breakage could not be determined.

Event description:
The patient was operated using competitor's cchs in the primary surgery. After that, secondary fracture was occurred under the trochanter around distal screw. Cchs was removed on (B)(6) 2016 and t2 reconstruction nail was implanted. The patient could walk without pain but callus was not found and the patient complained to start to pain on (B)(6) and the surgeon found that the lag screw hole of the nail was broken with x-ray.